Manufacturer narrative:
Date rec'd by MFR: 20apr2019. An exhalation flow sensor was returned for analysis. An investigation on the returned component was performed and the product analysis technician reported that the complaint of the exhalation flow accuracy reading out of specification was not duplicated. There is no fault found on this returned exhalation flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported unit failed air flow accuracy test. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 21jan2019, date rec¿d by MFR : 18jan2019. Philips field service engineer (fse) performed extended self test (est) and confirmed a failed air delivery test and found a loud power supply fan (noise). The fse replaced the exhalation flow sensor and power supply fan to resolve both issues. The unit passed the performance verification test after repairs were completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.